Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked display window, broken battery tube threads, a stripped battery cap coin slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received information about the scroll wrap and customer wanted to set an insulin pump with the other software. Customer's blood glucose was 134 mg/dl. Advised customer the replacement script and advised that will contact him to confirm the exchange shipment detail. No further information provided.